Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted successfully in left bundle branch (lbb) due to a high out of range pacing impedance, greater than 3000 ohms. A new rv lead was successfully placed. No adverse patient effects were reported.